Event description:
An incompatible device issue was reported with the abbott diabetes care (adc) device in use with honor 90 lite with android operating system version 14. As a result, the customer was unable to receive low and high glucose alarms. The customer experienced a loss of consciousness and was unable to self-treat. The customer had contact with a healthcare professional (hcp) and received an unspecified injection as treatment for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The customer experienced missing high and low glucose alarms due to an incompatible device. Per the compatibility guide, use of the honor 90 lite, android operating system version 14 is incompatible with the reported application software version 2.12.1.11476. The compatibility guide is available to the customer on the product's website. As the compatibility guide is provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigation's are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. D4: model# has been populated for the freestyle librelink android application as this report concerns a france customer. This is same/similar to us freestyle libre 2 android application, model number: 71857-01. All pertinent information available to abbott diabetes care has been submitted.